Manufacturer narrative:
Device evaluation: product analysis was unable to confirm the reported events related to erosion and infection. Product analysis identified the cylinders, reservoir, kink resistant tubing (krt) and pump were damaged that as a result of sharp instrument damage. Based on the determination that the damage was due to explant, it will not be considered a probable cause for this event because it is a secondary failure. Product analysis identified multiple device malfunctions; however, analysis is unable to confirm the reported allegation of erosion/infection nor a relationship between the reported events and malfunctions identified. The product record review indicated that the reported events of the erosion and infection do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of "known inherent risk of device" was chosen because the product analysis could not confirm the most probable cause the reported events through investigation of the cylinders, reservoir and the pump.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to erosion and infection.